Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing a pacing lead as the wire could not be removed leading to inability to place the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.